Event description:
The complaint involved a patient who underwent hip revision surgery on (B)(6) 2014. The original surgery was on (B)(6) 2014. The revision surgery occurred as a result of infection. An omni size 6 k2 stem, a 42.5 neutral neck and a 32 mm - 4 delta femoral head were revised to non-omni product.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.